Event description:
During ventilation with nursing and anesthesia, oxygen saturations continued to decline when it was noticed that ambu face mask was attached to where the peep [positive end expiratory pressure] valve attaches.